Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the "replace generator soon" message. Information regarding the expected longevity of the device based on the patient's usage parameters is unavailable at this time. Surgical intervention may be pending to resolve the issue.